Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("one coil is stuck in the wall of the uterus") and device dislocation ("other is halfway in the tube") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and device expulsion ("one coil is stuck in the wall of the uterus"). The patient was treated with surgery (scheduled surgery). At the time of the report, the embedded device, device dislocation and device expulsion outcome was unknown. The reporter considered device dislocation, device expulsion and embedded device to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media: device expulsion, embedded device, device dislocation" incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("one coil is stuck in the wall of the uterus") and device dislocation ("other is halfway in the tube") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and device expulsion ("one coil is stuck in the wall of the uterus"). The patient was treated with surgery (scheduled surgery). At the time of the report, the embedded device, device dislocation and device expulsion outcome was unknown. The reporter considered device dislocation, device expulsion and embedded device to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media: device expulsion, embedded device, device dislocation" quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-nov-2018: quality safety evaluation of ptc (product technical complaint ). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.